Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after opening the implant onto the sterile field, we noticed that the stem had penetrated the sterile wrap. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the provided photo identified damage to the sterile packaging (pouch). The packaging was not returned with the stem. As such, the condition of the blister is unknown and it cannot be determined if sterility has been compromised. Reported event has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. A corrective action has been previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.